Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date the complaint was reported to bsc, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a boston scientific transobturator sling was implanted during a procedure. According to the complainant, the patient has experienced erosion into the vagina after the procedure. Boston scientific has been unable to obtain additional information regarding the event and patient's current condition to date.